Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined there was a pin sized hole in the reagent pipettor three (3) wash buffer supply line tubing. The fse replaced the tubing. After the repairs, the system was verified by testing quality control (qc). All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction as the replaced reagent pipettor wash buffer supply line tubing resolved the issue.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The first sample (designated as sample one (1)) from the patient was reanalyzed using the same unicel dxi 800 access immunoassay system and a higher result, within the laboratory's normal reference range, was obtained. Sample one (1) was reanalyzed using alternate unicel dxi 800 access immunoassay system serial number 601405 and a higher result, above the laboratory's normal reference range, was obtained. A second sample (designated as sample two (2)) was analyzed using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and a higher result, above the laboratory's normal reference range, was obtained. The customer stated the initial, non-reproducible results were reported from the laboratory, however; the higher results, above the laboratory's normal reference range, were considered to be correct. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. The customer stated quality control (qc) recovery was within the laboratory's established ranges prior to the event. The analyzer produced "reagent pipettor detects sample vessel fluid at unexpected height" errors for reagent pipettor three (3) prior to the event. The customer tested qc and performed a system check after the event. Access accutni+3 level one (1) recovery obtained using reagent pipettor three (3) was below the established range and the system check failed to meet specifications due to "ultrasonics level sense failure" errors on reagent pipettor three (3). The customer did not supply information regarding the collection or centrifugation of the patient samples. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.